Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer has had multiple, intermittent low blood glucose (bg) levels. The value of the level was not known. The customer consumed gatorade and food to address the low bg level. The contact could not identify the cause of the low bg. The contact did not have the pump present when tandem technical support was telephoned.